Event description:
It was reported the patient experienced ineffective therapy due to lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein existing lead was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.